Manufacturer narrative:
The reported events were for lead dislodgement, oversensing noise, sensing r-wave amplitude variation, failure to capture, and failure to extend the helix. The reported events of oversensing noise, sensing r-wave amplitude variation, and failure to capture were not confirmed, but failure to extend the helix was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection revealed the helix to be retracted and clogged with blood. X-ray examination revealed an over-torqued inner coil, which was consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the failure to extend the helix was isolated to the helix being clogged with blood, blood on the inner coil, and an over-torqued inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, r wave amplitude variation, a loss of capture, and episodes of noise resulting in myopotential oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed a dislodgement of the rv lead. During the revision procedure, the helix of the rv lead failed to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.